Manufacturer narrative:
G4: 02nov2020. B4: 03nov2020. The fse (field service engineer) evaluated the device and found that the leak was due to a crack on the oxygen tube connection to the wall. The sleeve of the hose was repaired and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported that the unit had an oxygen leak. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.